Event description:
Received the ares testing device to wear for a two-night study. On the evening of (B)(6) 2025, I put on the device according to the included instructions and with the assistance of my partner. When I laid down for sleep, I powered on the device, which indicated the study had began (approximately 10pm). Approximately one hour later, the device alerted me that a sensor or the nose cannula was out of position. I repositioned the equipment, the device beeped, and there were no notifications the remainder of the night. Throughout the night, the right side of my face only experienced painful tingling sensations through my eye and nose. Pain rated 4/10- severe enough to wake me from my sleep 3-4 times. I considered removing the device but attributed the pain to possible sinus headache. Upon waking at 6:15am and removing the device, there were deep indentations and redness from both forehead sensors. The mark on the right side of my face was noticeably tender (pain 4/10) and warm to the touch. I assumed this may just be from the pressure of the sensors overnight and this would dissipate shortly. Throughout the day, the pain on the right side of my forehead continued (sore and burning sensation when touched or when making facial expressions). While the mark on the left side of my face dissipated, the mark on the right side of my face remained throughout the day and evening. As of (B)(6) 2025, the mark persists. It now has a slight scaley texture and continues to have pain when touched or when making facial expressions that cause movement of the area. When applying facial moisturizer this morning, there was a burning sensation in the area that indicated broken skin.